Event description:
It was reported that the valve could not be adjusted from pl 1.5. The shunt was explanted due to an unrelated infection.

Manufacturer narrative:
The returned valve was stuck at pressure level 0.5. Dissection of the valve found debris in the adjustment mechanism preventing movement of the rotor. All further testing was precluded by the non-adjustability of the valve. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.